Event description:
During an unknown procedure, the device was making a noise during use. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed:"care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."